Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, suture breakage was observed on two devices during surgery, in 3 different occasions. There was no patient injury.